Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 230 mg/dl and ketones. The insulin pump alarmed no delivery and motor error prior to the event. Troubleshooting was performed, and the insulin pump passed the displacement and prime tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.